Manufacturer narrative:
(B)(6).

Event description:
It was reported that the t1 & t2 deployed but disengaged from meniscus when surgeon pulled on suture to advance knot. Failed anchors removed from patient. Backup device was available to complete procedure. No patient injuries were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: the complainant confirmed that 1 of the 3 reported devices failed. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event for the 2 non failing devices. The failing device was reported under MDR 1219602-2019-00279, complaint (B)(4). This report is no longer required. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.